Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that a knee scorpion needle from an ar-4550 meniscal root repair implant system was damaged and broken; the surgeon was able to remove all broken fragments. As a result, the meniscal root repair was not completed. The surgeon changed to an all-inside procedure, in which three consecutive ar-4570 fiberstitch could not deploy the second implant due to the wheel getting stuck. The first anchor for each fiberstitch was removed from inside the patient. The case was conducted using a product from another manufacturer. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.